Event description:
Account reports incident in which the injection site separated during removal of an epinephrine pre-filled syringe needle, 20 or 21 guage. Reporter stated there was no patient compromise.